Event description:
Customer called to report that a hospitalization due to high blood glucose. Customer was diagnosed diabetic ketoacidosis. The blood glucose reading at the time of the event was 500 to 600 mg/dl. Customer also stated that his heart was affected. Customer was treated with IV insulin drip, nitro glycerin pills and aspirin. Customer was informed about the recall letter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.